Manufacturer narrative:
The device was disposed of in a dumpster by the consumer's grandson directly following incident. Consumer's grandson has provided a serial number of a product but has not been able to prove ownership of device. Pride has not been provided evidence of alleged incident. Should further information become available, a follow-up report will then be submitted.

Event description:
Alleges riding outside on the sidewalk when all of a sudden, scooter started smoking by the motor and back wheels, and then caught fire. Disposed of unit in dumpster.